Manufacturer narrative:
The local area sales representative was contacted for additional information as the initial reporter first and last name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) recommended a further evaluation of the ra pacing thresholds. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) recommended a further evaluation of the ra pacing thresholds. No adverse patient effects were reported. This ra lead remains in service.